Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
Note: this report pertains to one of two devices used during the same procedure. Associated MFR. Report #3005099803-2018-00288 pertains to the other device. It was reported to boston scientific corporation that a pinnacle¿ lite with capio slim was used during a posterior prolapse procedure performed on (B)(6) 2018. According to the complainant, during the procedure, after deployment of the capio device on the right side of the patient, the dart detached with 2cm of suture attached to it. The detached dart was found in the capio device. The procedure was completed with another pinnacle¿ lite with capio slim. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
A visual examination of the returned posterior lite mesh revealed that the blue with white stripe dilator was pulled off at the distal end and was not returned. The suture is broken. The remainder of the suture with dart was not returned. The capio slim suture capturing device was not returned. A review of the device history record (DHR) indicated that the device met all material, assembly, and product specifications at the time of release to distribution. However, the investigation concluded that the complaint investigation conclusion code for this event is manufacturing process design as the design or validation of the manufacturing process was not sufficient to ensure the finished device met the intent of the design. The investigation concluded that the design of the carrier allowed the fiber portion of the suture to interact with the sharp edge of the carrier, resulting in suture severing. The issue is under investigation and a correction has not yet been implemented.

Event description:
Note: this report pertains to one of two devices used during the same procedure. Associated MFR. Report #3005099803-2018-00288 pertains to the other device. It was reported to boston scientific corporation that a pinnacle¿ lite with capio slim was used during a posterior prolapse procedure performed on (B)(6) 2018. According to the complainant, during the procedure, after deployment of the capio device on the right side of the patient, the dart detached with 2cm of suture attached to it. The detached dart was found in the capio device. The procedure was completed with another pinnacle¿ lite with capio slim. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.